Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump was alarming and telemetry confirmed a non-critical alarm due to a low reservoir. The reporter noted the programmer showed that 0.5 ml was left to dispense. Per the reporter, the patient missed the refill because they were in the process of changing health care providers (hcps). The medication in the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.